Event description:
Medtronic received information that the patient with this bioprosthetic aortic valve presented with wide open aortic insufficiency approximately 1 year post implant. The surgeon elected to explant and replace the valve with a mechanical valve. Upon explant, a linear tear in the left coronary leaflet was identified. The valve was subsequently returned for analysis.

Manufacturer narrative:
Device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: the device was received in a brown solution, formalin, in a small specimen container in an explant kit. The valve was received distorted; appears to have occurred during implant. Measurements of the received valve: 23.04 mm x 20.38 mm. All leaflets are slightly stiff but flexible. Moderate to large tears and abrasions in all leaflets due to bias wear and/or long suture tail wear appear to have originated with the distortion of the valve during implant. Glistening off white pannus extends along the tissue and base stitching adjacent to the right and non-coronary cusps into the right non-coronary and non-coronary left inferior coaptive areas and 1 to 1.5 mm onto both cusps. Radiography shows no evidence of mineralization in the valve and host tissue. The DHR for this device was reviewed and no issues were shown that would have impacted this event. Conclusion: the analysis of the device shows that the event was likely caused by stent distortion at implant which attributed to implant technique, and not a malfunction of the product. Device changed out with no reported adverse patient effects.